Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. The threads on the anchor appear stressed consistent with it being inserted into the bone. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that during hip arthroscopy labral repair using a gryphon anchor. After drilling hole for anchor placement, anchor inserted, suture passed through labrum with mitek penetrating grasper. When tying suture anchor pulled out of bone, complete. Not broken, suture intact. Implant will be available for investigation no adverse effect to patient, extra theater time was around 3 minutes.